Event description:
Pt underwent a laparoscopic sleeve gastrectomy. During the procedure, the harmonic shears that the surgeon was using malfunctioned and stopped working. There was no injury to the pt. The procedure was completed. The shears were immediately removed from service and were sent back to the company. This situation is voluntarily reported to the FDA.